Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch verio meter read inaccurately compared to another device. The patient reported blood glucose results of ¿10.3mmol/l¿ with the subject meter and ¿6.7mmol/l¿ on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ (03/25/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/13/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.